Manufacturer narrative:
The expandable sheath returned for evaluation. During visual inspection, the liner was torn, severe scratches were noted along the entire length of the sheath shaft, a kink was present halfway up the expandable portion of the shaft, and the distal tip was split. No functional testing could be performed due to the condition of the returned device (torn liner and expanded sheath). Dimensional testing was performed and the liner thickness measurements met specifications on one side of the tear (liner measurements could only be taken on one side of the tear). The manufacturing process for the esheath includes 100% inspections for smooth inner lumen, no visible wrinkles on outer sheath surface, liner fold is continuous from distal end to proximal end of taper, circumferential surface defects or witness lines, remnant lines, without holes or tear on strain relief and inspect for kinks, bends or mechanical damage. These inspections make it highly unlikely that a manufacturing non-conformance occurred according to the current manufacturing specifications. As reported, the patient had moderate vessel calcification and severe vessel tortuosity. Based on historical knowledge, calcification likely caused the damage to the sheath. The presence of calcification in the access vessel was observed to have damaged the sheath shaft/liner, resulting in a slight tear at the distal tip. Such damage could lead to immediate cutting/tearing, or can weaken the liner. This weakening can lead to tearing during advancement or retrieval of the delivery system; especially in a region of tortuous anatomy. Vessel tortuosity and sub-optimal insertion angles can also lead to non-coaxial alignment during retrieval of the delivery system. The IFU and the thv training manual instructs on the necessary steps for sheath insertion. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. In this case, procedural factors, including device manipulation and patient factors (moderate vessel calcification and severe vessel tortuosity) may have contributed to the event. The complaint was confirmed no manufacturing non-conformances were identified. No labeling or IFU/training inadequacies were identified. Review of complaint history for the month of (B)(4) 2015 revealed that the occurrence rate did not exceed the control limits for this trend category. Therefore, no corrective or preventative actions are required. Method: visual examination; actual device involved in incident was evaluated. Evaluation method result: unreachable. Conclusion: ( known inherent risk of procedure. Human factors.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Upon removal of the esheath, the sheath liner appeared to completely separate. There was no patient harm. As reported, there was some difficulty inserting the 16fr esheath into the delivery system. The procedure went well and the valve was deployed with no problem. The patient's access vessel minimum luminal diameter measured 6.5. The vessel was moderately calcified and severely tortuous. The esheath was returned and the distal tip was split. As reported there was no patient harm.